Event description:
In 2009, the pt reported that she does not feel her infusion device is delivering insulin accurately. She stated that for the past few months she has experienced elevated blood glucose of 300-500 mg/dl once per week. Her normal blood glucose range is 60-250 mg/dl. She stated that she boluses through the infusion device to lower her blood glucose and occasionally she injects insulin via syringe. The pt confirmed that her basal rates were programmed correctly and the bolus history was accurate. Further troubleshooting did not reveal any product issues. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.